Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had damaged plastic and holes in the needle hub. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to make a complaint regarding the needles that are showing defects such as: no cut, the damaged plastic part and holes in the needle itself.

Event description:
It was reported that the bd precisionglide¿ needle had damaged plastic and holes in the needle hub. The following information was provided by the initial reporter, translated from portuguese to english: I would like to make a complaint regarding the needles that are showing defects such as: no cut, the damaged plastic part and holes in the needle itself.

Manufacturer narrative:
H.6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.